Manufacturer narrative:
Date of event was approximated to (B)(6) 2013, the implant date, as no event date was reported. This event was reported by the patient's legal representation. The surgeons are: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling device was implanted into the patient during a procedure performed on (B)(6) 2013. As reported by the patient's attorney, after the implantation, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.